Event description:
The customer's mother reported via phone call indicating that the insulin pump had a physical damage. Customer's blood glucose was 253 mg/dl. The customer stated that the buttons is unsticking. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with a peeling keypad overlay, a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.